Event description:
It was reported that the system 9800's right and left monitor would intermittently go dim making it very difficult to view the anatomy creating delay and a risk to the pt. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The system interface, image processor, and display adapter circuit boards were replaced. The system was tested and found to be working as intended and placed back into service.